Event description:
It was reported that there were 3 pts who all had their cass delayed while metal chunks were retrieved. Allegedly not all the metal was removed and the pts' safety is compromised.

Manufacturer narrative:
Additional information will be provided once investigation is completed.